Event description:
It is reported three months after surgery, varus sinking of the tibial component was apparent on the radiographs. Nine months post operation, increased loosing of the tibial component was observed on radiographs. One year after the initial surgery, because of gait difficulties, revision of the tibial component was performed.

Manufacturer narrative:
Information was received via published literature. This report will be amended when our investigation is complete.